Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, customer used fiasp insulin and customer was aware of cartridge/insulin labeling. Customer's blood glucose was in the 300's mg/dl. The site was changed and customer changed insulin types to address the event.